Manufacturer narrative:
(B)(4).

Event description:
It was reported that difficulty in catheter removal occurred. The 80% stenosed, and 22x3.0mm, was located in the severely tortuous and severely calcified right coronary artery (rca). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was advanced for visualization; however, the device could not pull back when it reached the distal lesion. The opticross¿ imaging catheter was deformed at the distal portion after the physician forced pulling back the catheter. The procedure was completed with another with same device. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Updated: device evaluated by manufacturer, evaluation summary attached, method codes, result codes and conclusion codes. Device evaluated by manufacturer: the returned device matches with upn and lot number provided by the customer. The telescope assembly was no able to properly pull back, advance, or retract due to a wind up in the telescope assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Ic windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that difficulty in catheter removal occurred. The 80% stenosed, and 22 x 3.0 mm, was located in the severely tortuous and severely calcified right coronary artery (rca). During a percutaneous coronary intervention (pci), an opticross imaging catheter was advanced for visualization; however the device could not pull back when it reached the distal lesion. The opticross imaging catheter was deformed at the distal portion after the physician forced pulling back the catheter. The procedure was completed with another with same device. No patient complications were reported and patient's status is stable.